Manufacturer narrative:
The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. The investigation is confirmed for perforation of the ivc, limb detachment, retrieval difficulties, filter tilt and material deformation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced a difficult removal, detachment, and patient device interaction problem. This information was received from one source. The malfunction involved a patient without consequence. The patient was reported as a (B)(6) year old female without weight provided.